Manufacturer narrative:
Corrected data: b5, h6 - device codes and component code

Event description:
It was reported that the patient was seen by the physician on 19apr2021 and reported that the inflatable penile prosthesis (ipp) was no longer working due to a pelvic injury from a motor bike accident. The physician was unable to work the device and indicated there was some sort of malfunction. The device would not inflate/deflate due to the pump not operating as expected. The ipp was replaced. No concerns or complications have been reported at this time.

Event description:
It was reported that the patient was seen by the physician on (B)(6) 2021 and reported that the inflatable penile prosthesis was no longer working. The physician was unable to work the device and indicated there was some sort of malfunction. Surgery to replace the existing components was booked for (B)(6) 2021.